Event description:
It was reported that the pt experienced a shocking sensation last week in salsa dancing class. The pt had symptom relief for about 3 days after implant. She felt stimulation in her buttocks rather than in the vaginal area. The healthcare provider confirmed that the pt was last seen in 2009 and this event was not reported. No pt injuries were reported.